Event description:
Baxter has reported issues with overinfusion of tpn therapy. When the pt is connected to their tpn at night, about 3-4 am the pump starts to alarm up stream occlusion bag empty. The infusion is not complete at this state and usually has a further 1 or 2 liters of tpn to be infused. The pt as had at least 7 replacement pumps and the same alarm keeps reading (up stream occlusion empty bag/infusion complete). When the pumps have been returned to baxter, tests cannot find any fault with them.